Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the hcp ordered for the pump to be programmed to minimum rate and to silence pump alarms. It was noted there had been multiple motor stall¿s and recoveries. The hcp was assisted with screen navigation to silence the active motor stall alarm and program the pump to minimum rate. They planned to replace the pump and would send the pump back for analysis. It was further reported with the new personal therapy manager (ptm) the patient was seeing the 8476 code 3-4 times within the last 24 hours. It was noted the patient did not like taking oral pain medications and the patient was not the best surgery candidate. The nurse inquired about next steps and the hcp would confer with the patient¿s pump follow-up doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the hcp ordered for the pump to be programmed to minimum rate and to silence pump alarms. It was noted there had been multiple motor stall¿s and recoveries. The hcp was assisted with screen navigation to silence the active motor stall alarm and program the pump to minimum rate. They planned to replace the pump and would send the pump back for analysis. It was further reported with the new personal therapy manager (ptm) the patient was seeing the 8476 code 3-4 times within the last 24 hours. It was noted the patient did not like taking oral pain medications and the patient was not the best surgery candidate. The nurse inquired about next steps and the hcp would confer with the patient¿s pump follow-up doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump itself failed about 16 months premature. The pump was replaced on (B)(6)2020 and the new pump and personal therapy manager (ptm) were working as they should. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (30 mcg/ml at 25.2 mcg/day) and bupivacaine (9 mg/ml at 7.56 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2020 the nurse reported that she did a simple refill on the patient¿s pump yesterday ((B)(6) 2020) and today the patient called her stating that the pump was alarming. Per the nurse, the programming from yesterday was accurate. She was planning to go to the patient¿s home and interrogate the pump. No patient symptoms/complications were reported. Additional information was received later on (B)(6) 2020 from the nurse after she interrogated the pump. Pump interrogation showed a motor stall occurred on (B)(6) 2020 at 1208. The nurse denied any emi (electromagnetic interference) or magnetic interaction with the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recall z-0497-2013 no longer apply for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the nurse who reported that they had put the pump to minimum rate yesterday ((B)(6) 2020) after determining the pump was in a stall which began at 12:08 pm and they gave the patient oral dilaudid. The hcp (healthcare professional) interrogated the patient¿s pump today ((B)(6) 2020) and saw that the pump had recovered at 7:36 pm. Per the reporter, they understood the motor stall considerations, but they were choosing to monitor the pump for any motor stalls in the future and bring the patient¿s dosing back to the original dose because the non-pump medications did not cover his pain as well as the pump did. The reporter also stated that the patient¿s wife died two days ago so the hcp did not believe he was a good candidate for replacement at this time anyway. It was also mentioned that the patient had a coronary history and at his pump implant (B)(6) 2014 he had a cardiac arrest. Additional information was received from a company representative who reported that she was contacted today ((B)(6) 2020) and told that the pump was alarming again. There was no MRI or other known emi (electromagnetic interference) interaction. The plan was to check the pump. Additional information was received later, and it was reported that the patient¿s pump was not actually alarming the pump was still in a recovery. The hcp did not program the pa (patient activated) dosing when they took the pump out of minimum rate, so the patient thought their pump had stalled again when really the pa dosing just wasn¿t re-programmed. The hcp was now going to re-program the pa dosing and continue the previous dose per day of 25.18 mg/day. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.